Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had difficulty being interrogated by a programmer. Technical services (ts) was contacted and reviewed possible troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.